Event description:
It was reported that the patient was experiencing pain at the ipg site due to the scs ipg migrating. As a result, the patient underwent surgical intervention wherein the scs ipg was repositioned to resolve the issue.